Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip did not deploy. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the vessel closure system (vcs) system was returned for analysis. The reported event of the clip did not deploy could not be replicated in a testing environment and was not confirmed because the clip was not returned with the device. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents clip deployment failures reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, three unused, sterile starclose se devices with part number 14679-01 and lot number 40916k1 were returned for evaluation. Visual and functional testing was successfully performed with no malfunction noted.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.